Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wakes up with blood glucose (bg) levels in the 300's (mg/dl) range. The customer reported a blood glucose level of 340 mg/dl, which was addressed with a correction bolus. Reportedly, the customer's basal settings for nighttime are too low. It was reported that the customer was working with health care provider for diabetes management.